Event description:
It was reported that balloon rupture occurred. A 10mmx3.50mm wolverine cutting balloon monorail was selected for use. During the procedure, the balloon burst. No patient complications were reported and the patient was stable.